Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture and high impedance in the bipolar configuration. The device was programmed to unipolar configuration.